Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (pre-anesthesia), the customer discovered that the wire at the mouth of the fenestrated bipolar forceps instrument clamp was broken. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: no arcing was observed during a procedure. It was confirmed that there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the fenestrated bipolar forceps (420205-16/n10210816-715) associated with this event has been performed. Per logs, the instrument was last used on 28-october-2022 on system sh2372. The instrument had 4 uses remaining. An image of the fenestrated bipolar forceps instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. The image confirmed that the conductor wire insulation on the fenestrated bipolar forceps instrument was damaged with the internal wires exposed. This complaint is considered a reportable malfunction due to the following conclusion: a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. Failure analysis found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. The insulation does not exhibit thermal damage. The insulation material is lifted; however, no pieces were missing. The conductor wire is slightly exposed; however, no wires are physically damaged. The fenestrated bipolar forceps instrument passed the electrical continuity test. The root cause of the damaged conductor wire insulation is attributed to mishandling/misuse and commonly caused by collision with another instrument or sharp object. There was an additional observation not reported by the site and not related to the reported issue. The fenestrated bipolar forceps instrument was found to have a bipolar pin bent. No material is broken or missing. However, the bipolar cable could not be attached to the fenestrated bipolar forceps instrument during in-house testing. No energy delivery test could be performed due to the condition of the fenestrated bipolar forceps instrument. The common cause of this failure is typically attributed to mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend.